Event description:
The hospital reported that the vasoview hemopro 2 upon opening the box and before vein harvesting was started, it was discovered the jaws were damaged and the wire and jaws were coming apart. The case was completed without incident by opening a new hemopro. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/18/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and bent away from the hot from the base of the hot jaw with detachment at the tip of the ot jaw. There were no visual defects observed on either the cold or hot jaw clear silicone insulation. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condtion of the device, and the evalaution results, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25162503 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4). Corrected section: h-3 from "device discarded" to "device returned".

Event description:
N/a